Manufacturer narrative:
One cassette was received for evaluation. The cassette appeared in used condition. Review of the photo provided showed a green foreign matter however the particle could not be analyzed. Visual inspection of the returned device did not show any contamination particles. A DHR was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that during the filling of the cassette a 'green' piece was found inside the cassette. No patient injury was reported.

Manufacturer narrative:
While performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-08648 is no longer considered reportable, please disregard any MDR reports associated with it.